Event description:
According to the distributor's report, while applying dermabond topical skin adhesive to an eyebrow laceration, the patient became combative and the adhesive dripped into the eye. The eyes was flushed throughly, and the patient was referred to an eye spacialist. The parent took the patient to another location to treat the laceration and the fina result is not known.